Event description:
It was reported that an unspecified malfunction alarm occurred. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Cause was not known. A correction bolus was delivered to address bg. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.